Manufacturer narrative:
It was reported by the customer contact that "patient had circuit under pillow and rt was burned by melted circuit when he went to discontinue therapy". It was reported that the wires were also burned. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Melted circuit wire causing burn.